Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit shuts off after a few minutes of running, no alarms no lights.

Manufacturer narrative:
Additional/updated information was added to reflect the concentrator being returned to the manufacturer for evaluation. The result of the evaluation was that the unit had sieve dust within the system and was unable to be repaired. Therefore, it was not evaluated for the purpose of confirming/refuting the complaint.

Event description:
Dealer states the unit shuts off after a few minutes of running, no alarms no lights.